Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08801. It was reported that when the patient presented in clinic for a follow up, noise on the right ventricular (rv) lead and high impedance on the right atrial (ra) lead were observed. The leads were explanted and replaced. The patient was stable.